Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records the patient was revised to address failed right tha due to metallosis and elevated metal ions resulting to increasing hip pain. Operative note reported scar tissue removal, subluxation and hip reduction. Lab result shows above 7 ppb.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: h6 the previous patient code joint instability is being retracted as per additional information received. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is realized that the products associated with the instability are trial instruments. It is understood that trialing is performed in order to achieve stability before placing definitive implants. There is no evidence to suggest this could not have been achieved with additional trialing. The cup and screw was removed only by surgeon choice.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a rt tha performed sometime in 2007 using a trilock stem and pinnacle mom. The surgeon wanted to do a rt tha revision on this patient because he said the patient started to complain of pain and he felt the mom was causing this. The surgeon removed the metal liner and head. He then trialed with a 32x50 neutral trial liner and 32 +5 head. He felt that the patient was unstable, so he decided to remove the pinnacle cup as well and chose to use biomet g7 for a dual mobility option. Doi: 2007; dor: (B)(6) 2020; affected side: right hip.